Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "bilateral knee revision. Pt had persistent pain, both knees loose. Surgeon revised, up-sized knee on both sides." This per is reporting left knee revision.